Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system's monitor sustained intermittent loss of image and that there was a problem with the interconnect cable. No pt injury was reported.